Manufacturer narrative:
The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) extension sets with one-link needle-free lv connectors could not be flushed and appeared to be "plugged shut". It was further reported that an unspecified saline syringe was attached to the end both with and without a luer cap; it was not possible to flush the set. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition; however, under a magnifier, solidified solvent blocking the fluid path was observed. Functional testing and priming was performed and it was noted that there was no flow through the returned device. Clear passage testing was also performed and it was noted that there was a blockage in the set between the tubing and the small bore two piece luer lock assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.